Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device shows normal use wear. Deformation was not observed, and the device cannot be conclusively classified as excessively worn. Furthermore, two of the four pin were shifted from its position: one protruding and another one lowered, consequently a device issue can be confirmed. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, a complete potential cause can not be determined with available evidence. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 130 deg aiming arm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 03.037.013. Lot # 9622582. Manufacturing site: werk hägendorf. Supplier: na. Release to warehouse date: 29 oct 2015. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on september 11, 2025, while inspecting the instrumentation after going through the decontamination process, it was noticed that several instruments were damaged and a graphics case with the inserts were coming apart. There was no patient involvement. Three items from the tfna set were warped or twisted to where things were not aligning properly. The aiming arm for the nail appears to be warped. A 130 degree arm appears as though the centerpiece for the triple sleeve is messed up. The large part of the triple sleeve will not pass a drill smoothly through it. Nine items from a different set have a coating on them that is cracking and coming apart. The facility deemed that they were unable to be used and discarded them.